Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause cannot be identified. Based on the investigation, the most probable cause of the identified failure(s) is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during a diagnostic cystoscopy procedure, the camera head had no image, image did not appear, and it was completely blacked out. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a diagnostic cystoscopy procedure, the camera head had no image, image did not appear, and it was completely blacked out. The procedure was completed using a similar device. There were no reports of patient harm.